Event description:
MFR received a report from the dealer that the consumer allegedly cut finger in reclining mechanism when hand went between side/seat of the chair. As a result of the incident, the consumer's finger was partially amputated.